Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that it did not seem to be doing the miracle that she had expected. Patient clarified she was still experiencing urinary incontinence. The patient stated that she experienced relief the first day but her symptoms returned the day after the surgery. Patient wanted to know what she should be doing with her settings. Patient stated the healthcare provider hcp did not give her instructions about changing settings and directed the patient to manufacturer for any questions. Patient stated she recently increased to 1.2 v. The patient has a follow up appointment the next day. Patient also mentioned her patient pamphlet was "not a great deal of help" as it was not clear about needing to have the programmer with her at all times. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.